Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The tube that goes to compressor motor found partially melt and caused leakage in the compressor system. A photo that depicts the melt tube was received from our fse. This tube is included in 10.000 h . Compressor tubing kit that has to be replaced during maintenance. Based on previous investigations, the most likely cause of the melt tube is lack of timely maintenance.

Event description:
It was reported that the compressor alarmed for low pressure. The patient involvement is unknown. (B)(4).